Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned device confirmed the reported event. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune femoral impactor cracked and broke into 2 pieces during impaction. Needs to be replaced. All pieces were retrieved. No surgical delay.